Event description:
The end user reported that she developed an irritation under she tape collar that has been ongoing for years. The irritation is described as red, moist and has a burning sensation. She also mentioned that after a few days it becomes white and creamy and that it matches the outline of the tape collar. The end users physician prescribed nystatin powder a few years ago and continues to provide refills every few months, however, there was no diagnosis of fungal or yeast infection. The end user stated that she treated her skin with gauze and nystatin powder without improvement. She also mentioned that she only uses the nystatin powder every few pouch changes because it interferes with the pouch seal. It was recommended for the end user to apply a wafer without a tape collar, crusting was discussed with nystatin powder and sting free skin protectant barrier to seal powder in and prevent interference with adhesion. The end user further mentioned that her gastroenterologist referred her back to the local wound ostomy care nurse.

Manufacturer narrative:
Additional information received november 17, 2015. The product associated with batch 4e01413 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.